Event description:
It was reported that an occlusion alarm and the pump indicated a data log corruption. The customer's blood glucose level ranged from 165-166 mg/dl. Customer declined to troubleshoot and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.